Manufacturer narrative:
H.6. Investigation summary the customer did not provide bd pas with product catalog number or lot number information, when requested. After 3-follow-up attempts to obtain additional information, bd pas has closed this customer complaint. If additional information is made available, this complaint will be reopened to assess the level of investigation needed h3 other text : see section h.10.

Event description:
It was reported that overfill occurred during use with a unspecified bd blood collection tube. The following information was provided by the initial reporter, "the patient came to our hospital for treatment due to headache, dizziness and trembling all over the body. The doctor ordered blood test. The nurse used vacuum blood collection to draw blood for the patient."

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that overfill occurred during use with a unspecified bd blood collection tube. The following information was provided by the initial reporter, "the patient came to our hospital for treatment due to headache, dizziness and trembling all over the body. The doctor ordered blood test. The nurse used vacuum blood collection to draw blood for the patient."